Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific bg value was not provided. The customer administered a correction bolus to address bg.